Event description:
Additional information was received from a manufacturing representative and the health care provider (hcp). It was unknown when the patient first started experiencing the catheter problem. It was unknown what troubleshooting was performed related to the catheter problem. It was unknown what caused the catheter problem. The system was delivering baclofen 600 mcg/ml at 37.47 mcg/day. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant: product ID 8780, lot# n381603004, implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal compounded baclofen 600mcg/ml, 133.57mcg/day. Other medications (oral, etc) that the patient was taking at the time of this event included asa 81, lipitor 40mg, baclofen (oral) 10mg, cardura 2mg, proscar 5mg, cozaar 50mg, lopressor 50mg, prilosec 20mg, and paxil 20mg. Patient medical history includes multiple sclerosis. The patient was not getting therapy-he had a gradual increase in leg spasticity which was unpredictable and uncontrollable. His knees would hit the table when he was sitting down to eat. The patient's wife also thought his spasticity was back and that he wasn't doing well (in terms of his therapy) and adn "hadn't been right for a while." Beginning in (B)(6), the hcp tried dose increases which did not help. A catheter dye study performed on (B)(6) 2015 showed no flow into the catheter. The dose was decreased x 2 and the patient underwent a catheter surgery on (B)(6) 2015, at which time it was not possible to aspirate from the pump segment of the catheter. The hcp then tried the spinal segment and it was still not possible to aspirate. It looked as if the catheter was dry, like there was nothing in it. The end near the pump looked like it may have been damaged. To the hcp, it seemed the catheter was not as stiff as usual. It was suspected that the catheter tubing was blocked and the catheter was replaced that day. The issue was considered resolved and the dose was being titrated back up. Following replacement the patient was started at a dose of 37.47mcg/day. As of 10/19/2015 the dose was 48.73mcg/day and the therapy remained ongoing.